Event description:
It is reported that while attempting to attach two cerclage cables, the tensioning device cut through a few strands of the cable. This happened after the cable had been tensioned, tightened, then released. While removing the tensioning device, the shredded bands of the cable went through both sets of the doctors gloves and drew blood both times. The surgeon also had to take the cable out of the pt because of cross-contamination. A new cable was inserted without incident.

Manufacturer narrative:
This report will be amended when out investigation is complete.